Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that the recharger is not working for a few days, maybe a little more. Caller stated that they can see the wires underneath the plastic part of the recharger cord and it gets hot so they can't recharge the implanted neurostimulator and their implant is currently fully depleted (no pt harm reported). Pt added that their controller is working fine. A replacement recharger telemetry module (rtm) was sent out.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial:(B)(6)) product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.